Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. Two angiojet catheters and an angiojet ultra system console were selected for use in a thrombectomy procedure. During preparation, the first catheter was pierced. The orange led was blinking, and a priming error message was observed on the console. The catheter was leaking, so the device was exchanged for another. The console was restarted, but the same issues occurred again with the second catheter. The procedure was cancelled. No patient complications were reported. It was further reported that the above reported failure was due to issues with the catheters, not the console. The console has been checked with some demonstration catheters and works as intended.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. Two angiojet catheters and an angiojet ultra system console were selected for use in a thrombectomy procedure. During preparation, the first catheter was pierced. The orange led was blinking, and a priming error message was observed on the console. The catheter was leaking, so the device was exchanged for another. The console was restarted, but the same issues occurred again with the second catheter. The procedure was cancelled. No patient complications were reported.